Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a restenosed and narrow lesion located in the in the moderately calcified, 80% stenosed, distal superficial femoral artery (sfa). The 6 x 100 mm absolute pro stent delivery system was advanced to the lesion. Mid-deployment, the thumbwheel jammed, leaving the stent implant partially deployed. The device was removed from the patient without issue. Another absolute pro was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The deployment difficulty was confirmed since the stent was not able to be deployed due an outer member separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.